Event description:
A customer reported experiencing cgm error 42. The issue did not adversely impact the customer¿s blood glucose level. The customer contacted technical support, who provided detailed pump reset instructions and assisted the customer through the reset process. Following the reset, the sensor session was successfully started, and the error did not reoccur.